Event description:
It was reported that the battery contacts on the external pulse generator were broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the battery contacts were broken, however the battery contacts were found to be contaminated, and they were therefore replaced. Analysis also found that the upper and lower cases, control knobs, battery drawer, side bails and main keypad were contaminated and were therefore all replaced. (B)(4).